Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Returned product consisted of quantum maverick balloon catheter. The balloon was tightly folded with blood in the lumen. Microscopic examination and tactile inspection revealed a shaft break 25cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There were numerous kinks in the hypotube. There was no evidence of any material or manufacturing deficiencies contributing to the damage and reported difficulty. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mmx15mm quantum maverick balloon catheter was advanced for dilation; however, during the procedure, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.